Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced right sided hematoma, right sided baker grade IV capsular contracture, and left sided baker grade ii capsular contracture post procedure. The diagnoses were made at the physician¿s office. As a result, right sided explant and replacement with a 375cc mentor memorygel breast implant was performed on (B)(6) 2022. Air bubbles were noted within the right implant upon explant. The right sided capsular contracture was reported initially under 1645337-2022-04711 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of the left sided capsular contracture. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9594322 number on july 11, 2022, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).